Event description:
Reportedly, while suturing in the ER, the needle tip broke off requiring surgical intervention to remove the tip. After the procedure, x-rays were taken to confirm the entire tip was removed. Procedure: laceration right hand.